Manufacturer narrative:
A ge service representative performed an over the phone investigation. The interconnect cable was evaluated and determined to require replacement. The cable was replaced by the in house biomedical department. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.